Manufacturer narrative:
A correlation between the device and the reported cerebral vascular accident and clot around the aortic valve could not be conclusively determined. Stroke and peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired in hospice on (B)(6) 2016 after suffering a cerebrovascular accident (cva). The patient had been exposed to agent orange and suffered from vasculopathy. The patient had suffered multiple strokes and had a large clot around the aortic valve. It was reported that there were no device related issues that would have contributed to the event. No additional information was provided.